Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. Stryker is the initial importer of this product. The legal manufacturer is world of medicine (wom). Wom has been made aware of this report event.

Event description:
It was reported that the initial incision had already been made when the procedure was cancelled.

Event description:
It was reported that the initial incision had already been made when the procedure was cancelled.

Manufacturer narrative:
This device was received at OEM-wom for evaluation. Based on the OEM-wom investigation report, the reported failure pneumoclear gas pressure low msg was not confirmed. According to wom: visual inspection: the device was received on jul 11, 2023, for evaluation. There are no indications of transport damage or misuse. The device has some cosmetic damage to the housing. Functional inspection: functional inspection performed showed that the device is working according to specification. The issue could not be duplicated. Dimensional inspection: due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Investigation conclusion: the results of the investigation performed indicated that the returned pneumoclear plus co2 conditioning insufflator, catalog#0620050000 rev u, sn (B)(6) is working according to specification. Probable root cause: the reported event could be not confirmed. There are no indications of a manufacturing issue. The reported failure mode will be monitored for future reoccurrence.